Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The patient's mother reported boluses were delivered while walking and were not programmed by the mother or patient. The patient experienced hypoglycemia.